Event description:
The kangaroo pet pump malfunctioned. It was set to deliver 180 cc at a rate of 400 cc an hr then rest for 5 hrs and repeat the process. It was discovered 90 mins after starting the pump for the evening that the pump did not stop, but continued to deliver formula. It was stopped at 595 cc. Rptr became aware of the problem when pt began to vomit violently. This is the third time and second pet pump rptr has had this type of incident occur with. Pt could have aspirated and possibly died.